Event description:
Customer reported that about one gallon of cidex opa spilled on the floor of the facility. Customer asked how to clean the spill. No one came in contact with the spill and no human reactions were reported. Customer care center (ccc) associate reviewed the portion of the msds for cidex opa that discusses accidental release measures. "If required, neutralize by sprinkling approximately 25 grams of glycine powder per gallon of cidex opa solution spill. Thoroughly blend the glycine into the spill using mop or other tools. Allow 5 minutes contact for neutralization. Pick up and transfer to properly labeled containers. Allow neutralization to continue for 1 hour and then dispose of in accordance with all applicable federal, state, and local regulations. Clean contaminated surface thoroughly."

Manufacturer narrative:
Solution spill.